Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corpration evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, off current testing, and power cycling using a test battery without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. The battery that was being used at the time of the reported problem was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.